Manufacturer narrative:
On 02/23/2017, intuitive surgical, inc. Received a medical device report mw5067641. Pt. Underwent robotic prostatectomy with s1. After robot docked, surgeon noted had controls were not coinciding with the instruments inside the pt. Called to intuitive technical support link with real time trouble shooting for 45 minutes. Tech rep unable to resolve issue. The robotic prostatectomy was aborted, the procedure converted to an open prostatectomy for pt safety. F/u investigation found a wire from an electrical board on the camera amr at the upper joint had actually been caught in the joint. When the arm was moved side to side it would cause tension effect on the wire. The wire had completely severed. This did not show up on the it data report but was discovered upon visual exam of the robotic arm.

Manufacturer narrative:
Intuitive surgical, inc (isi) received the units involved with this complaint and completed the device evaluation. The setup joint (suj) was returned and the reported failure could not be confirmed. Failure analysis was unable to reproduce the reported failure for the setup joint (suj). However, open insulation and broken wire on axis-3 potentiometer cable was found and system errors 22001and 22002 were confirmed in the system. All the main cable harness and all the pots will be replaced. The cfg,essj-03 pca board was installed onto a test system and ran through multiple sine cycle, power cycles and idle tests however no issues were found with this unit. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. If this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted prostatectomy surgical procedure, that all instruments move non-intuitively; indifferent direction than surgeon's movements. (Isi) technical service engineer (tse) recommended that the camera be checked to ensure that it was seated properly and in the correct orientation. The instruments were reseated and all the arms were re-draped however the issue persisted. The system was power cycled and issue still persisted. The site called back to report that they converted the procedure to an open procedure. An isi field service engineer (fse) was dispatched to the facility and verified the error had occurred. To resolve the issue the fse replaced setup joint (sujc) and cfg, essj pca board. The setup joints (suj) are used to adjust position of the arm relative to the patient. The cfg, essj is the specific circuit board for every suj.